Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), myalgia ("continuous muscle pain"), premature menopause ("premature ovarian failure"), dysmenorrhoea ("contractions with very heavy periods") and menorrhagia ("contractions with very heavy periods"). The patient was treated with surgery (essure removal via bilateral salpingectomy in 2018). Essure was removed in 2018. At the time of the report, the pelvic pain, swelling, genital haemorrhage, myalgia, premature menopause, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, myalgia, pelvic pain, premature menopause and swelling to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jan-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), swelling ("swelling"), genital haemorrhage ("excessive bleeding"), myalgia ("continuous muscle pain"), premature menopause ("premature ovarian failure"), dysmenorrhoea ("contractions with very heavy periods") and menorrhagia ("contractions with very heavy periods"). The patient was treated with surgery (essure removal via bilateral salpingectomy in 2018). Essure was removed in 2018. At the time of the report, the pelvic pain, swelling, genital haemorrhage, myalgia, premature menopause, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, genital haemorrhage, menorrhagia, myalgia, pelvic pain, premature menopause and swelling to be related to essure. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.